Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Belt sn (B)(4) has not yet been recovered. The initial evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. Device manufacture date: monitor: 04/09/2015, belt : 03/12/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly in distress while in the hospital. The patient's wife did not believe the death was cardiac related. The patient was reportedly vomiting and choked. In addition, the patient's 'sugar bottomed out'. Review of the download data indicates the patient received one appropriate shock during ventricular fibrillation. The rhythm after the shock was asystole. Asystole is a known and potentially adverse outcome of defibrillation therapy.